Event description:
It was reported that during a sleeve gastrectomy surgery, before used on the patient, the package was found damaged. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 3/3/2026. D4 batch #: unknown. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Additional information was requested and the following was obtained: does the damage to the packaging compromise the sterility of the device? -yes. Investigation summary: the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. The device was returned sealed inside its blister tyvek packaging. Upon visual inspection, it was observed that the tyvek of the primary packaging was damaged. Additionally, photos were provided and it showed the condition of the reported event. Due to the damages found on the tyvek, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard object and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the device lot c8006d, and no non-conformances were identified.